Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient has had a lot of problems with the rechargeable implantable neurostimulator (ins), and that it was suggested they replace their current rechargeable ins with a non-rechargeable. The problems with current ins had been going on since implant. There was not a 50% or greater symptom reduction. The patient could not charge the device. They met with their manufacturer representative to help with charging. The patient experienced a gradual loss of therapeutic effect. The patient did not experience a loss of stimulation. The patient wanted an explant. It was noted that her insurance had denied their ins replacement request.